Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, increasing capturing threshold was noted on the rv lead. Imaging was performed but not damage or movement was noted. No intervention has been done as the lead remains implanted. The physician planned to monitor the patients lead for the time being. The patient was stable and will continue to be monitored.

Event description:
New information received states that the rv lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.